Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-nov-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had increased left leg pain. It was noted that there was lead migration, as the lead moved by one electrode space. The device was programmed on 2021-02-10. The issue is ongoing at this time.